Event description:
This is an update to a previous report # (B)(4). On (B)(6) 2014, I had surgery. I had to have my uterus, cervix, both fallopian tubes, and left ovary removed due to device fragments of essure left behind from a previous improper essure removal (from my uterus) in 2011. (B)(4).

Event description:
(B)(4). After my hysterectomy, I had trouble healing. My vaginal cuff repeatedly opened up, requiring two additional surgeries to repair. The last surgery was (B)(6) 2015. Since then, I have had to go twice a month to get silver nitrate applied to the vaginal cuff. I have been doing that now for ten months. At this point the doctor wants to take me back into the operating room to cut off all of the granulation tissue and cauterize the entire cuff yet again. I cannot have sex. I have not been able to have sex for eleven months now. This essure device has ruined my sex life, and is putting a huge strain on my marriage. I battle with anxiety and depression over the pain and the stress. I continue to have daily headaches, and have had five nerve injections in my neck. They are not working and next week I start trigger point injections in my muscles. My left elbow has completely deteriorated now, and it face having surgery on that as well. That will be my third joint surgery since essure was placed. I received my operative notes and pathology report from my hysterectomy. I was diagnosed with severe endometriosis and adenomyosis, both of which I contribute to the device and fragments being embedded in my uterus for years.